Event description:
It was reported that after a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report recoverable fault 23103. The customer pressed 'recover'; however, the same issue persisted even after power cycling of the system. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced error 23103 after a power cycle and replaced the distal setup joint (dsuj3). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was analyzed and a review of system logs confirmed error 23103 indicating that the distal wrist encountered excessive encoder latency. Fa installed the dsuj onto a golden system where error 23103 was replicated on startup. The unit was tested on a patient side cart fixture test platform (pftp) where the wrist encoder failed to track. A visual inspection found that the wrist encoder was no longer gapped properly (disk dropped down, but screws were tight). Fa re-gapped the wrist encoder and retested, where the wrist encoder tracked properly and passed all relevant testing. The complaint was confirmed based on the failure analysis. The wrist encoder was found to be the root cause.